Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen's light around the edges are not lit properly. There was no reported patient involvement.

Event description:
The customer reported that the screen's light around the edges are not lit properly. There was no reported patient involvement /adverse patient impact.